Event description:
Patient reported having peritonitis in (B)(6) 2015. Upon follow up with the patient's peritoneal dialysis nurse, it was indicated that peritonitis was caused by the patient contaminating the catheter by not following proper aseptic technique. Patient's catheter was replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).